Event description:
It was reported that the patient programmer was showing the contact physician screen with code 574. Upon interrogation by b the physician, it was identified that the battery had experienced some sort of device reset and was off. Physician reprogrammed the battery and turned back on after entering programs. Connectivity check and impedances were normal and within normal limits. Patient stated nothing was applicable happened. Stated the device was on. Device was interrogated and reprogrammed back to previous settings. 2023-10-24 e1 (rep): additional information received from the manufacturer¿s representative (rep) reported a power on reset occurred which was found when the physician interrogated the device. The cause of the 574 error code, loss of programming, and reset wasn¿t determined as the patient stated nothing unusual happened. The settings were reprogrammed back into the battery and it worked fine with no other issues. The event cleared after the device was reprogrammed, and the issue hadn¿t happened again, and no further actions were planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.